Manufacturer narrative:
Reported event: an event regarding disassociation & corrosion involving a metal head was reported. The event was not confirmed. Method & results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2011, the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip and was revised on (B)(6) 2024. It is further alleged that the taper had completely corroded and the femoral head had fallen off into the acetabulum.